Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of the cable unit, error code e228 is displayed, the coupler unit is loosened, the coupler comes off from the scope, and image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the poor water-tightness of the cable unit, error code e228 is displayed, and due to poor contact of the camera unit, the image has white dots. The reported issue was not detected, and the other issues were traced to component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not attaching to the camera during set up (before patient in room) for an unspecified procedure. There were no reports of patient involvement.